Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control valve did not work when inserting the catheter into the blood vessel. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the blood control valve didn't work when inserting the catheter into a vessel."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used needle assembly that had been retracted and a package label from ref (B)(4), lot number 0164701 and two photos. The catheter/ adapter assembly was not returned; therefore observations and testing could not be performed. The reported defect could not be confirmed in the absence of the catheter/ adapter assembly. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control valve did not work when inserting the catheter into the blood vessel. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the blood control valve didn't work when inserting the catheter into a vessel."